Manufacturer narrative:
(B)(4). Evaluation summary: the balloon folds were open indicating that the device had previously been inflated. The device failed negative prep and a steady stream of bubbles was observed in the syringe indicating the presence of a leak. On pressurisation of the device, there was a pin-hole leak located on the proximal balloon working length. There was deformation to the distal tip.

Event description:
The physician intended to use a sprinter legend balloon to pre-dilate a lesion in the lad. The physician intended use the sprinter legend in a side branch, and perform a kissing balloon technique in the lad and 1st diagonal. The lesion exhibited mild tortuosity and mild calcification. The lesion was pre-dilated. There was no damage noted to packaging of the device. The device was inspected and negative prep performed prior to use with no issues noted. No resistance encountered when advancing the device. Excessive force was not used. It is reported that the balloon burst at 8 atms during first inflation. There was a sudden drop in pressure on the inflation device. The device wasn't moved or repositioned prior to the burst. The physician used a 2.0mm x15mm sprinter legend to complete the procedure.